Manufacturer narrative:
(B)(4). Batch #: unk. Only event year known: 2022. The endoscopic clip applier from ethicon brand is not fully fitting in use. The clips are crossed and are not closed so it is causing artery issues. The clips in the jaws are falling from the trocar. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any damaged or additional surgery was performed due to this issue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the product, er320 sometimes crossfires clips and is in position to tear the structure it was applied to during the operation. They said there were no problems with any patients.

Manufacturer narrative:
(B)(4), date sent: 9/22/2022. D4: batch # v95e06. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 5 clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. Additional information was requested and the following was obtained: was any damaged or additional surgery was performed due to this issue? No.